Event description:
It was reported that the pump of this artificial urinary sphincter (aus) eroded. The pump was explanted and the other components were plugged. There were no additional patient complications reported.